Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "a gap at glue between the plastic cover and distal end" occurred due to mechanical load, or stress such as bumping and dropping may have been applied, leading to glue peeled off, also considered that a combination factor of the chemical attach by chemicals and repetitive external load. The event can be detected/prevented by following the instructions for use which state: instructions, operation manual, chapter 3 ¿preparation and inspection¿, section 3.2 ¿inspection of the endoscope¿ describes how to inspect for the subject events. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a gap in the adhesive between the plastic cover and the distal end. There were no reports of patient involvement.